Manufacturer narrative:
(B)(4) date sent to FDA: 05/03/2021 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device lot numberan4800, and no non conformances / manufacturing irregularities were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m (B)(4) date sent to FDA: 05/03/2021 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle retrieved during the same procedure? Was there any additional tissue damage as a result of searching for the needle piece? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain were there any patient consequences? Could you please confirm the device's availability for return? If it's available, please provide the device return status/follow up. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name, irgacare¿. Active ingredient(s), triclosan, dosage form, suture/solid/parenteral, strength, 275, g/m.

Event description:
It was reported that a patient underwent a colostomy procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke, which was not bent and had no visible defects, and remained inside the patient. It was reported that a small incision was done to remove the piece of needle that remained inside, and a new suture was used to complete the surgery. No adverse patient consequences were reported. Additional information has been requested.